Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing. There were no patient consequences. No additional information was reported.

Event description:
New information received notes that no intervention was performed.